Event description:
It was reported that after a colo-rectal procedure, a post-op leak was discovered and a reoperation was performed. It was reported the patient is doing well. No further information was available at the time of call. Device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4).